Event description:
(B)(4). Initial and additional information received from a consumer on 24-aug-2009 and 25-aug-2009: a (B)(6) male received 2 vials (one vial per each side of his face) of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] on (B)(6) 2009 for an indication of lipoatrophy and (B)(6). He reported that it has been two months since he received poly-l-lactic treatment and he has not seen any difference in his face. He stated that he was suspicious that the office mixed the poly-l-lactic acid wrong because it kept getting hard during the treatments. He went on to explain that his poly-l-lactic acid treatment was supposed to be twenty minutes but instead took two or three hours because they would take the needle out of his face and the assistant would rub it between her hands in order to warm the poly-l-lactic acid and then try to re-inject again which resulted in receiving 30-40 injections in his face. He stated that the many poly-l-lactic injections caused blood to run down his face. Medical history included (B)(6). Concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date: not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a consumer on 03-sep-2009: the consumer has mentioned again that the office mixed the poly-l-lactic acid wrong because the product hardened and they had difficulty injecting it into his skin. No further relevant information reported.